Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,500 mcg/ml fentanyl at a dose of 375 mcg/day, 10 mg/ml hydromorphone at a dose of 2.5 mg/day, 750 mcg/ml clonidine at a dose of 187.55 mcg/day, and 12 mg/ml bupivacaine at a dose of 3 mg/day via an implantable infusion pump for failed back surgery syndrome, degenerative spinal disease, and spinal pain. It was reported that a motor stall was seen at initial interrogation on (B)(6)2017 and the patient had not recently had an MRI. The motor stall was active and the patient had symptoms of severe withdrawal. The hcp planned to silence the alarm and program the pump to minimum rate and alert the patient's managing physician that this was a hard stall.

Manufacturer narrative:
Analysis of the pump on 2017-mar-06 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, the following medications were being administered via a minimum dose rate as of (B)(6) 2017: hydromorphone (concentration: 10.0 mg/ml, dose rate: 0.061 mg/day), clonidine (concentration: 750.0 mcg/ml, dose rate: 4.61 mcg/day), bupivacaine (concentration: 12.0 mg/ml, dose rate: 0.074 mg/day) and fentanyl (concentration: 1,500.0 mcg/ml, dose rate: 9.2 mcg/day). (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufcaturer's representative. Troubleshooting performed related to the active motor stall was the representative interrogated the pump. A motor stall had occurred. The pump shut off that night at 11:30 pm on (B)(6) 2017. No diagnostics were performed. The patient was admitted to the hospital. Actions/interventions taken to resolve the active motor stall and symptoms of severe withdrawal were the patient was given oral medication and the pump was replaced the next week. The patient was upset with insurance because the patient had to pay cash for the procedure. Medicare wanted the patient to wait 24 hours for the replacement and the patient did not want to. The active motor stall and symptoms of withdrawal have been resolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from a manufacturer's representative on 2017-jan-09. The pump was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.